Manufacturer narrative:
The reported complaint of unable to insert the left ventricular (lv) lead into the lv-connector was confirmed. Analysis testing found the lv-setscrew was blocking the lead insertion into the lv-connector. For analysis testing the setscrew was backed out from blocking the connector port. Is-4 test leads could then be fully inserted into the lv-connector with normal insertion force. The lv-setscrew was tightened down on the lead. The lead was held firmly in the connector by the setscrew. All connector dimensions were within specification. This can be considered a user related anomaly since the user manual now states to retract the setscrews in the device connector so that the pacing lead terminal pins can be fully inserted. It also states the user may make up to 2 rotations of the torque wrench to retract the setscrew. This would have backed the setscrew out from blocking the insertion of the lead. The device was found electrically normal. The battery voltage is above eri near bol.

Event description:
During implant, the left ventricular (lv) lead was unable to be inserted into the device header. The physician observed the set screw was open a little bit but could not confirm if it was blocking the entrance for the lead. The issue was resolved by replacing the device. The patient experienced no consequences.